Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). He was able to confirm the reported issue and traced the failure to leaking internal components. The parts were replaced and the device returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Event description:
Livanova deutschland received a report of a water leak from a heater-cooler system 3t during priming. There was no patient involvement.